Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that a second implantable pulse generator (ipg) was implanted due to patients preference. No device malfunction was suspected. The patient was doing well postoperatively.